Manufacturer narrative:
One 71935072 acufex mrr director bullet intended for use in treatment was returned for evaluation. This is a reusable instrument. It was confirmed that a tooth was broken. Another tooth had a rolled tip. The tooth was not found. Striations marks were observed. The breakage is aligned with substantial force, entanglement during sterilization, or contact with another instrument or device. Per IFU 81101022 ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. These instruments are designed for repeated use with proper care and handling.¿ as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery, the tip of the acufex broke off after it was unpacked. It is unknown if there was a back-up device available or if there was a delay. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.